Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as the clasp of the garment rubbing against a pre-existing incision that has become infected and an open sore under the arm. There was no alleged device malfunction contributing to wound. The patient¿s physician prescribed amoxicillin and home health nurses have been packing the wound. Outcome of the wound is unknown as follow up attempts were unsuccessful.